Manufacturer narrative:
The serial number of the first meter is (B)(6). The serial number of the second meter is (B)(6). Controls tested on both meters on 13-jun-2024 and 14-jun-2024 were acceptable. The customer's meters, test strips, and control materials were requested for investigation. Replacement product has been sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with two accu-chek inform ii meters. At 4:22 a.m., a sample from the patient was tested using the first inform ii meter and the glucose result was 44 mg/dl. At 4:30 a.m., a sample from the patient was tested using the second inform ii meter and the glucose result was 56 mg/dl. No treatment was provided to the patient based on the results.

Manufacturer narrative:
Meter serial number (B)(6) was returned for investigation where it was tested using a retention battery, retention test strips, and retention controls. Control ranges: level 1 = 30-60 mg/dl. Level 2 = 261-353 mg/dl. Results: level 1 = 43 mg/dl,44 mg/dl,43 mg/dl. Level 2 = 294 mg/dl,294 mg/dl,294 mg/dl. Per product labeling, "as a matter of good clinical practice, caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology."

Manufacturer narrative:
The second meter (serial number (B)(6)) was provided for investigation. A visual examination revealed contamination within the test strip port. The returned meter was unable to be tested due to obvious customer damage. The investigation determined the issue is consistent with a mishandling of the device. No product problem was found.